Event description:
It was reported to boston scientific corporation, that a prefyx pps system was used during an unknown procedure in 2007. According to the complainant, after the procedure, the patient presented with erosion. Attempts at follow up have been unsuccessful.